Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The suspend feature functions properly during testing. The insulin pump had broken battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2017, with blood glucose of 710 mg/dl at time of the incident, and over 600 mg/dl before they got there. The customer fluctuates from extreme highs and lows. The customer was given; intravenous insulin; to treat and it took 5 hours for the levels to go down to 176 mg/dl. The customer's levels got to 80-200 mg/dl when they put back the pump. Customer's; level was 130 mg/dl at the time of the call. The customer put on a new set and dropped to 46 mg/dl. The customer treated with juice. The customer wearing the insulin pump during the incident. Troubleshooting was completed and the pump failed the high pressure test. Customer states that the pump has a crack around the battery cap. The insulin pump will be returned for analysis.